Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white particle. Leak test was performed and no leakage was found. Based on the device analysis the final assessment is during the analysis nothing was observed to be dislodged, nor port leak, or damage on the device. Leak test was performed and no leakage was found during analysis additional.

Event description:
Healthcare professional reported a dislodged port in a tissue expander. Implant surgery was successfully completed with a backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: preliminary product examination: prior to use, examine the tissue expander for leakage by partially filling with sterile saline for injection and gently compressing. To avoid missing any leaks due to hand position, reposition the tissue expander several times and repeat the inspection. If satisfactory, aspirate all sterile saline and air from the inspected tissue expander, return the expander to the inner thermoform tray and cover it with the lid until implanted to prevent contact with airborne contaminants. Do not implant any device that appears to have particulate contamination, nicks or leaks. A sterile back-up tissue expander must be readily available at the time of surgery. Do not attempt to repair damaged products.

Event description:
Healthcare professional reported a dislodged port in a tissue expander. Implant surgery was successfully completed with a backup device.